Event description:
Reporter alleged discrepant results with the blood glucose monitoring device and a valid lab comparison. Reporter stated device result was hi at 1351, a retest was 138 mg/dl at 1356, and lab reading was 57 mg.dl at 1400. Reporter indicated patient was tested based on the lab result, type not provided, and not the alleged meter readings. Reporter indicated would provide linearity and control information but however did not provide values or wheter they were within an acceptable range during the time of the alleged call. A request was made for the return of the suspect device and replacement product was sent.